Event description:
The lay user/pt contacted lifescan alleging that the one touch ultralink meter read inaccurately. The customer care advocate walked the lay user through the troubleshooting and found out the following: pt was using the correct testing techniques, the meter was set to the correct unit of measure, the meter readings of "460mg/dl, and 47mg/dl" were verified in the meter's memory. Based on the statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and / or <=20 mg/dl, there by indicating a potential malfunction of the meter in terms of precision. However, during the troubleshooting, the pt did not have a control solution to check with the precision of the meter. Replacement products were sent to the pt. There is no evidence that the meter caused or contributed to an adverse event because the alleged symptoms of "headache, dizziness and throwing up" began before the issue. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.